Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error unknown. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. A secondary issue was also noted where the meter was found to have a scratched lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.